Event description:
During a cystoscopy procedure, the tip of a karl storz 5 fr biopsy forceps allegedly broke off. The broken piece was not retrieved at that time. There was also a perforation of the ureter and a stent was placed. Pt is to be scheduled for another procedure and to remove the broken piece.